Manufacturer narrative:
(B)(4). D10: unknown cup unknown. G2: foreign: netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 highwall liner did not fit into the cup. The surgery was completed with another liner. No known impact or consequence to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified high wall, cutouts, locking barb, spherical surfaces, and anti-rotation scallops have indentations and gouges from attempted use and possibly explant exchange. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. Per the g7 acetabular system surgical technique, it states that while inserting the liner, the handle should be perpendicular to the face of the shell. Additionally, if the liner becomes titled during initial impaction, it is recommended not to impact the sides of the liner and instead manually remove and reseat the liner prior to additional impaction. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the g7 highwall liner did not fit into the cup. The surgery was completed with another liner and the initial cup was implanted. No known impact or consequence to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: 010000666 g7 pps ltd acet shell 58g unknown.